Manufacturer narrative:
Age at time of event: below 18 years old.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the left knee. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: below 18 years old. Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the balloon has a pinhole 2mm from the distal markerband. The tip and balloon are damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the left knee. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and patient's status was stable.